Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the object sticking out of the distal tip could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the fiberscope exhibited an object sticking out of the distal tip which cannot be removed. The event occurred during reprocessing. There were no reports of patient involvement.